Event description:
Procedure: thoracoscopic lobectomy. According to the reporter: the instrument would not fire. The surgeon changed to another cartridge to do the surgery. After firing, the surgeon found there were some bleeding in the nub. There were malformed staples noted. The surgeon converted to an open procedure to finish the case. Surgical time was extended by more than 30mins. No tissue damaged was reported.